Manufacturer narrative:
(B)(4). On an unreported date ¿a couple of years ago¿ and prior to beginning peritoneal dialysis therapy, the patient experienced an umbilical hernia. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an umbilical hernia surgical repair coincident with automated peritoneal dialysis therapy. The hernia occurred prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was not reported. It was not reported if the hernia had worsened with ongoing peritoneal dialysis therapy. Thirteen days prior to the receipt of this report, the patient underwent an outpatient surgical hernia repair procedure. Initially, dianeal therapy was ongoing, but twelve days after the surgical repair procedure, dianeal therapy was discontinued to allow the hernia to heal post operatively. The patient was recovering from the event. No additional information is available.